Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? Was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Event related to mw # 2210968-2022-05688. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a skin lesion excisions procedure on (B)(6) 2022 and suture was used. The needle broke while sewing the subcutaneous tissue of the hand during surgery. Changed another one to continue the surgery, the same problem happened. The two broken needles were in the same product package. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 08/04/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did the needle fall into the patient? Was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? This is an analysis of two photos submitted for review. During the visual analysis the following was observed: the photos show the aluminum package and winding former with the eight-strand product. The eight needles are deformed and two of the arrows are broken. Image is not clear to determine failure mode. Based on the photo review, no conclusion or root cause could be determined. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.